Event description:
The home patient (hp) contacted baxter's technical service center regarding a check patient line alarm which occurred on the homechoice during use during initial drain. There were large bubbles in the patient line, so the baxter technical services representative assisted to end therapy and advised the hp to notify her nurse. There was patient involvement but no patient injury or medical intervention indicated at the time of the initial report.

Manufacturer narrative:
(B)(4). The lot number and sample availability are unknown at this time. Baxter is attempting to obtain additional information. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue has been escalated to CAPA.

Manufacturer narrative:
(B)(4). This complaint for a report of a check patient line alarm could not be confirmed. The root cause was undetermined.